Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" section 4.6, laser safety warnings: -"ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: -"prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that towards the end of the ablation, it was observed that the temperature stopped rising while firing the laser. It was discovered that the e2k-to-e2k connection was thermally fused at the penetration panel that connects the laser fiber from the portable connector module (pcm) to the rack. At this point the ablation procedure was successfully completed. There are no patient complications reported in relation to this event.